Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  undersensing on the right atrial (ra) lead was noted delaying detection and leading to early termination. The lead remains in use. No patient complications have been reported as a result of this event.